Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the loss of capture (loc) and dislodgement. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this patient presented to the emergency room and upon review, loss of capture (loc) was noted on both the atrial and ventricular channels of this implantable cardioverter defibrillator (ICD). Device interrogation confirmed there was no capture in both chambers. A chest x ray was performed and confirmed that due to twiddlers syndrome, both the right atrial (ra) lead and right ventricular (rv) leads and an abandoned rv lead had pulled back. A revision was performed and the ra and rv leads were explanted and replaced. The previously capped lead was explanted as well. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room and upon review, loss of capture (loc) was noted on both the atrial and ventricular channels of this implantable cardioverter defibrillator (ICD). Device interrogation confirmed there was no capture in both chambers. A chest x ray was performed and confirmed that due to twiddlers syndrome, both the right atrial (ra) lead and right ventricular (rv) leads and an abandoned rv lead had pulled back. A revision was performed and the ra and rv leads were explanted and replaced. The previously capped lead was explanted as well. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room and upon review, loss of capture (loc) was noted on both the atrial and ventricular channels of this implantable cardioverter defibrillator (ICD). Device interrogation confirmed there was no capture in both chambers. A chest x ray was performed and confirmed that due to twiddlers syndrome, both the right atrial (ra) lead and right ventricular (rv) leads and an abandoned rv lead had pulled back. A revision was performed and the ra and rv leads were explanted and replaced. The previously capped lead was explanted as well. No additional adverse patient effects were reported.